Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5147588

Event description:
It was reported via the food and drug association (FDA) medwatch program that the patient's lead had no capture. Programming changes were implemented. Further information was not provided.